Manufacturer narrative:
There was no indication that there were any hardware issues. No other similar events were reported using this lot of igalc reagent. Service was not requested for this event. No additional information regarding this event is available, and a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient's cerebrospinal fluid (csf) sample was tested for igalc (immunoglobulin a with low concentration). The result obtained was 24.1mg/l, which was lower than expected. The csf sample was diluted and then re-tested and repeated result was 171mg/l. Treatment was not affected in this event. The patient was known to the lab having a history of very high csf iga values and the low result was not reported out of the lab.